Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had an error when connecting to the system. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Updated fields: b5, d8, g3, g6, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the serial ring of connector section was loose, and the distal end, the light guide bundle, and the light guide were chipped. Based on the results of the investigation, and since the initially reported malfunction was not reproduced, a root cause could not be identified. As for the newly identified malfunctions, the loose serial ring of the connector section was caused by a component failure of the video connector and the chipped distal end, light guide bundle and light guide were caused by a component failure of the rigid tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.